Event description:
A pt reported experiencing inaccurate high results with a surestep enhanced meter. The pt's blood glucose results were 325, 116mg/dl. Tests were done within 10 minutes with a difference of 84%. Pt did not experience any adverse events. No further info has been reported.